Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off itself during a non-critical patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. The battery wire harness assembly and the power pcb assembly were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The removed battery wire harness and power pcb assemblies were further evaluated. It was observed that connector j11 on the wire harness and connector p11 on the power pcb were both worn. The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off itself during a non-critical patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The patient was a (B)(6) female, weighing (B)(6). The patient was alive upon arrival to emergency room.

Event description:
The customer contacted physio-control to report that their device powered off itself during a non-critical patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.